Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with abdominal pain during ventricular stimulation. It was noted that there was a loss of capture on the right ventricular (rv) channel. X-ray was performed and there were no anomalies. The rv lead was repositioned to resolve the event and the patient was stable.